Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned evaluation. A review of the batch history historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via voluntary medwatch (B)(4)that vascular access was obtained via the femoral vein. During deployment of the filter, approximately 1/4" of the filter remained within the insertion cannula. The surgeon stated that the device would neither release the vena cava filter nor retract the filter into the insertion cannula. Under fluoroscopy, the filter was explanted, but spontaneously deployed in the subcutaneous tissue of the right groin. An incision was made and the filter retrieved. Clot was noted at the tip of the explanted filter. Additional venogram completed and confirmed that the vena cava was intact. Femoral vein repaired and pressure dressing applied. No additional attempt was made to insert an additional filter. The 50ml of conray was used during the procedure.

Event description:
It was reported that the filter partially deployed. A 12 fr greenfield¿ filter was advanced and partially deployed. The filter was removed. No patient complications were reported.